Event description:
International affiliate reported that a pt presented with a seroma at an unspecified time following surgery. The pt was returned to surgery for excision of the seroma.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.